Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to e1, e2, e3 and g2. The information in e1, e2, e3 and g2 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are probable causes for the peeled coating at insertion section: - physical stress by rubbing, hitting, or the like. - chemical stress from reprocessing not recommended by the instructions for use. - stress of inferior storage environment (such as device stored in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) The final root cause of this event was unable to be identified. The event is detectable and preventable by handling device in accordance by following the instructions for use: detection of the event is included in the operation manual chapter 3 ¿ 3.2. Preventive measures are included in the operation manual: important information ¿ please read before use: warnings and cautions and reprocessing manual chapter 1 ¿ 1.3, 2 ¿ 2.1, and 5 - 5.1. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the connecting tube is dented and not watertight due to a cut in the tube, objective lens has discoloration and scratches, and light guide lens has scratches. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope insertion pressed, insertion leakage during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. During inspection and evaluation, the connecting tube has peeling coating. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.